Manufacturer narrative:
The reported high impedance was confirmed. As received the microscopic inspection revealed broken wires approximately 17 cm from the stim end, that would cause high impedances.

Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated.

Event description:
It was reported that following an unrelated surgical procedure, patients lead had high impedances. It was visually confirmed that patients lead was fractured. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein lead was explanted and replaced to address the issue.